Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v741641, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that a patient had to self-catheterize at night time when she was lying down and she was not able to void when she lay down. The patient fell last year in (B)(6) 2013 and broke her hip and her healthcare provider wanted to know if there could be a possible lead problem. It was unknown when the patient started having problems with the stimulation not working when she lay down. The implantable neurostimulator (ins) had been turned off for the last two days as it wasn¿t helping the patient. No interventions or outcome were reported regarding this event. Additional information over a month later reported that there was fifty percent or greater symptom reduction. The cause of the event was determined and it was device related. No reprogramming was needed. Troubleshooting was noted on (B)(4) 2014. The stimulator was in place within its tip projected over this presacral space just to the right of midline. The patient outcome was noted as other. The patient was scheduled for removal of the old device and re implantation of the new device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v741641, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v741641, implanted: (B)(6) 2011, product type: lead.

Event description:
Since their fall/broken hip in 2013 the patient wondered if their lead may have moved. The patient was able to hold 8 oz of urine when they received their first implant. The patient also reported that when their device was replaced was unsuccessful with replacing the lead and left the old one in it took a long time to find the correct location. The patient didn't think that the pulse was where it was supposed to be.